Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that large air bubbles were observed between the patient line and luer lock. There was no reported impact to the customer's blood glucose level. Reportedly, the customer primed to remove the air bubbles.